Event description:
A carotid stent and a guidewire (subject device) were used to treat an internal carotid artery (ica) dissection. The stent was placed; however, as the physician was retrieving the guidewire, the device distal tip broke off and the broken fragment of the guidewire remains in the patient body between the distal part of the stent and the ica wall. There was no action taken to remove the broken device fragment. The procedure was completed. There was no clinical consequence to the patient. The physician stated that it is possible that the guidewire tip got stuck between the stent and the vessel wall upon deployment of the stent resulted in the distal tip breakage as the guidewire was being attempted to remove.

Manufacturer narrative:
The device is not available to the manufacture.